Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they received a no delivery alarm. Customer reported it happened following a bolus. Customer's blood glucose level at the time of the incident was 330 mg/dl. Earlier in the day, the customer's blood glucose level was 165 mg/dl. Customer states the alarm was resolved by an infusion set change. No troubleshooting was done during the call. No product is expected to be returned.